Event description:
After the stapler was fired the posterior aspect of the anastomosis remained open despite two "donuts" in the gun. The entire anastomosis was reinforced using the da vinci robot. FDA safety report ID# (B)(4).